Event description:
During preparation for a procedure, when the pressure was incureased on an encore inflation device the gauge was not providing accurate readings. When the pressure was decreased, the gauge did not move. The used device has been returned for evaluation. There was no patient injury.